Manufacturer narrative:
Software analysis was done. Archives were reviewed and it was determined they contained 5 CT exams, out of which 4 exams were as per the protocol. There was no registration data. Archives provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the trackers that were tested were from trunk stock. The original trackers from the case were not tested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that there was a twenty minute delay due to the registration issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. It was reported by a manufacturer representative that they performed a registration on a demo model and had issues with it. The representative switched out the non-invasive patient tracker (nipt) and instrument tracker and was able to pass multiple registrations after. The representative switched back to the old nipt and instrument and had issues again. The system was functioning as designed after switching back to the good trackers. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site had trouble registering a patient. The site was using tracer registration and did not try other methods during the case. It was noted that the patient did not have loose skin. The site reported that it seemed like only half of the registration points were showing up. The site tried moving around the emitter but this did not resolve the issue. After attempting registration twice, the site aborted navigation for the case. The procedure was completed and there was no reported impact to patient outcome.